Event description:
It was reported that during an implant procedure this right ventricular (rv) lead exhibited no capture at maximum outputs. The impedance and sensing measurements were within normal limits. In addition, all these measurements were obtained with the pacing system analyzer (psa). The physician repositioned the rv lead, but this didn't resolve the issue. This rv lead was removed and replaced, however, the same issue occurred with the new rv lead. The outcome of this event is unknown at this time. The local area field representative was contacted for additional information, however at this time no further information is available. No adverse patient effects were reported.